Manufacturer narrative:
Event occurred on an unknown date in 2020. This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that during an unknown procedure, when the surgeon drilled with the cannulated drill bit on the cannulated guide needle, the drill bit broke. It remained inside the patient's bone, making it impossible to remove it. The split fragments remains stable within the bone allowing it to be used as an intramedullary nail. The procedure was successfully completed with no surgical delay. This report is for one (1) unk - drill bits: trauma. This is report 1 of 2 for (B)(4).